Event description:
Related to MFR report # 2183959-2012-00723. The plaintiff's attorney reported that the plaintiff was implanted with an elevate apical and posterior system with intepro lite on (B)(6) 2010, to treat her pelvic organ prolapse and stress urinary incontinence. It was alleged the plaintiff suffered "significant mental and physical pain and suffering, inflammation, pelvic and back pain, bleeding, dyspareunia," and "severe, debilitating, and permanent bodily injuries." The plaintiff allegedly underwent surgery on (B)(6) 2012, to remove the mesh. The physician was unable to "completely remove the mesh." The plaintiff "continues to suffer from bleeding, incontinence, pelvic and back pain, chronic vaginal drainage, difficulty with bowel movements, dyspareunia, a recurring feeling of pressure and/or fullness, and a feeling of something protruding from her vagina." It was also alleged the plaintiff underwent "extensive medical treatment, including, but not limited to operations to locate and remove the mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine and the vagina, and operations to remove portions of the female genitalia."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.